Event description:
Patient reported a left "rupture." Device was explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: "visual analysis of the returned device identified: underweight, opening, red particles on the surface of the shell, crease fold. A microscopic analysis was performed which identified sharp edge broken assessed as unidentified tear opening. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as unidentified (tear) opening." Additional, changed, and/or corrected data.

Event description:
Patient reported a left "rupture." Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4., a6., d6a., d6b.

Event description:
Patient reported a left "rupture." Device was explanted.